Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) was used and oozing was noted. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with stopcock open. The procedural sheath, advancer tube and the sealant were not returned with the device. No visual damages or anomalies were observed. Leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3.5 mm from the balloon proximal neck. A device history record (DHR) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages (oozing) are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. However, the condition of the returned device showed the balloon had a radial tear. Since this condition was not reported by the customer, it is unknown when the balloon tear occurred. However, it¿s possible the balloon tear did not occur during use of the device in the patient since the device was received fully deployed. The reported complaint of oozing could not be confirmed due to the nature of the complaint. The exact cause of the balloon tear found on the returned device could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the tear found. According to the instructions for use (IFU), which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. It is recommended that the patient follow physician orders regarding patient ambulation and discharge; and to refer to patient brochure for post-care instructions. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was used and oozing was noted. Additional information was received indicating that the balloon had a leak caused by a micro tear.